Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported the patient developed a red, itchy rash with scattered bumps under the tape collar of device. The patient indicated the rash initially developed when a new barrier wipe was incorporated into the patient's application routine. The patient reportedly had an upcoming appointment with physician. No further information was provided.